Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer cleared the alarm to address the issue. The customer reverted to an alternate method of insulin therapy.